Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer's blood glucose (bg) level subsequently increased to display as "high," and moderate ketones were present. To address the high bg level, the customer administered a correction bolus via the pump. Technical support confirmed the excessive battery depletion and arranged for the pump to be replaced. The customer planned to continue using the current pump while waiting for the replacement.